Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was unknown at the time of incident. Troubleshooting found that the alarm was able to be cleared. Customer was advised to contact a hospital for a replacement pump.